Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
During the inspection of the 10mm, 33cm monopolar handle it was confirmed, the insulation is compromised. Visible dings and scratches were seen throughout the shaft, also severe wear was seen at the handle lever. The 10mm, 33cm monopolar handle failed the insulscan test. IFU states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes could be normal wear, improper sterilization methods, or user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.